Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe was to be used for an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2013. According to the complainant, after the injection gold probe was advanced through the scope and into the patient, the device failed to conduct electrical current. The device was withdrawn from the patient, and then the procedure was completed using another injection gold probe. No patient complications were reported as a result of this event. Additional information received: according to the complainant the anatomy location was the angularis curvature of the stomach. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being stable. The procedure was completed with an epinephrine injection.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an injection gold probe was to be used for an esophagogastroduodenoscopy (egd) procedure performed on (b)(6, 2013. According to the complainant, after the injection gold probe was advanced through the scope and into the patient, the device failed to conduct electrical current. The device was withdrawn from the patient, and then the procedure was completed using another injection gold probe. No patient complications were reported as a result of this event. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
An electrical evaluation was performed, which included load and isolation of electrode tests; the device failed the load test. A dissection of the unit was performed, and it was confirmed that wires on tip were detached and burned. A visual inspection also found that gold had melted and peeled off from tip band. The condition of the returned incident device was consistent with the complaint that the device failed to delivery energy. The most probable root cause is manufacturing. An investigation is underway to address cautery issues. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Additional information received: according to the complainant the anatomy location was the angularis curvature of the stomach. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being stable. The procedure was completed with an epinephrine injection.

Event description:
It was reported to boston scientific corporation that an injection gold probe was to be used for an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2013. According to the complainant, after the injection gold probe was advanced through the scope and into the patient, the device failed to conduct electrical current. The device was withdrawn from the patient, and then the procedure was completed using another injection gold probe. No patient complications were reported as a result of this event. Additional information received: according to the complainant the anatomy location was the angularis curvature of the stomach. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being stable. The procedure was completed with an epinephrine injection.